Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 351 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and missing address and serial number label.